Manufacturer narrative:
Complaint internal reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a dented rear case and a broken antenna was observed. A functional evaluation revealed the light guide cable was recognized but the lamp does not turn on. The complaint was confirmed and the root cause was associated with component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that during surgery, the light of the lens integrated system stopped working. There was no delay and it is unknown if the procedure was successfully completed. Results of investigation have concluded that the lamp of the device did not turn on and this is a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.